Manufacturer narrative:
Neither the curved tip stapler 30 instrument nor the stapler sheath have been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the products are returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history revealed no other reportable events related to this issue. No images or procedure videos were shared for the event. A review of the instrument log for the curved tip stapler 30 instrument (s10161227 0003) associated with this event has been performed. Per the logs, the instrument was last used on 25-may-2021. Usage of accessories such as the stapler sheath do not appear in the logs. However the stapler sheath is used in conjunction with the curved tip stapler 30 instrument. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the stapler sheath was torn and fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, while using a stapler 30 instrument, the customer noticed that the stapler sheath had torn and a piece of the sheath was found inside of the patient¿s thoracic cavity. The customer was able to remove the piece safely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was not onsite for the case, but was informed of the issue by the site's physician assistant. The procedure was a pulmonary lobectomy. The customer reported no issue with instrument function at all during the procedure. The customer reported that at the end of the case, the surgeon was performing their final inspection prior to undocking from the patient when the surgeon noticed a piece of the stapler sheath had fallen inside the patient. The customer removed the fragment and was able to finish the case with no further complications. There is no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the customer was not able to disclose that information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.